Manufacturer narrative:
During inspection and testing, service found excessive fluid ingress inside the endoscope connector, which triggered the pink moisture indicator in the plug body. Fluid inside the plug body can result in intermittent image issues that temporarily affect the video image and other electrical functionality. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the reported event occurred because the scope connector was flooded, resulting in damage to the connector board. However, a definitive root cause could not be determined. The instructions for use contains the following information regarding the detection of the reported event. "·inspection of the endoscopic image perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The instructions for use contains the following information to help the user reduce and prevent such events from occurring. "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." In addition, service found the light cover glass was chipped, the insertion tube orientation was out of alignment, the distal end adhesive was lifting, and the bending angle in the down and right direction was out of specification. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was not displaying an image. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the subject device was displaying an error code e315 (scope error). This report is being submitted for the malfunction found during evaluation (error code e315). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A trending review found no trends similar to this issue. Olympus will continue to monitor the field performance of this device.